Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial # - the pump serial number is (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was reported that the display was cracked and that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: investigation revealed evidence of moisture contamination inside the battery compartment. The display lens contained multiple scratched within the field of vis. The display lens was not cracked. Leak testing revealed a battery compartment crack. The pump casing was removed and there was evidence of internal moisture damage on the transceiver board and on the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.